Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not boot up completely. It was also observed that the service indicator was illuminated when this occurred. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. Additional unrelated parts were replaced as well and then the device was then returned to the customer for use. Physio-control further evaluated the removed pcb assemblies in the failure analysis center and the cause of the reported failure was determined to be a failure of an integrated circuit chip, designator u2 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.